Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. There was no reported adverse impact due to the reported issue. No additional event information was provided to tandem technical support.